Event description:
Account obtained a high potassium result that repeated lower. The incorrect result was not used to guide therapy. The field service representative found an ise valve was not functioning properly and repaired the instrument by replacing the valve.